Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, fluoroscopy revealed externalized conductors. No electrical issues observed. Lead will be monitored.

Manufacturer narrative:
(B)(4).